Event description:
Study: a facility reported csf positive culture. The cerebroflo catheter was removed and replaced with a different model of evd catheter (antibiotic impregnated). The patient was exited from the study. According to clinical study investigator: ".the csf infection event is reported as "possibly" related to the catheter as there is no way to rule it out completely. I spoke with the neurosurgeon who replaced the catheter, and she let me know the patient was not admitted with meningitis, so the csf infection was either caused by the evd insertion procedure or the indwelling evd catheter itself, with no way of confirming either way."

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
A bactiseal catheter was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. A risk assessment and trending were performed as part of the evaluation. The risk remains acceptable per the risk analysis. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.